Manufacturer narrative:
Evaluation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on may 22, 2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was identified. Functional testing was performed and the unit presented a motor stall error message when activated using a dii test control unit. Further examination identified the motor and gearbox assembly was seized and corroded. Burned wiring in the cable assembly to the motor and gearbox was observed and may have been associated with the observation of smoke. The complaint investigation has concluded that the root cause of this event was due to a corroded and seized motor and gearbox assembly. A review of the manufacturing records indicate the unit was released to distribution on or about august 28, 2010 and re-issued as a service replacement in september of 2013. The failure of the device is attributable to wear and tear. Device was evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun.

Event description:
During an unknown procedure it was reported that the device was smoking. A back up device was available to complete the case and there were no reported patient injuries or complications.